Event description:
The facility reported a device that the "channel door will not open". It was unk when the reported condition occurred. There was no pt injury or medical intervention reported. There is no additional information available.

Manufacturer narrative:
The pump is I the process of being evaluated. A follow-up will be filed upon completion of the evaluation, or if any additional details become available.